Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator iris potentiometer and performed a beam alignment. The system operates as intended.

Event description:
The customer reported intermittent collimator iris pot errors at boot up (no boot). This error disables x-ray functionality on this system. Functionality was restorable with a reboot. There is no report of injury or death associated with this event.